Event description:
Small brown piece of paper found inside of sterile package. Rigid light handle covers - ref: dynjlhh2. Lot: 06924120011. No patient harm, noticed before giving it to the scrub tech, confirmed site is sending to the mfg. Manufacturer response for rigid light handle covers, rigid light handle covers (per site reporter).